Event description:
It was reported that during preventive matienance, cardiosave iabp (intra-aortic balloon pump) had (inh) fill manifold test failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). The fse that encountered the issue replaced the pneumatic module assembly (0997-00-1178). The unit passed all performance tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The pim failed the fill manifold relief valve pressure test, with a result of 1117mmhg factory specification is +-12 mmhg and also failed the k3 valve differential pressure test at -71mmhg, factory specification is +-6mmhg. The fat dept verified the failure of failing the fill manifold tests. The pim failed testing. Retaining the pim in the fat per procedure. The most probable root cause is component reliability or fatigue.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.